Event description:
It was reported to medtronic minimed that the customer experienced loss of communication between pump and transmitter. The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was performed. The customer reported issue was not resolved. No harm requiring medical intervention was reported. The customer discontinued using the device. Mmt-1886 was requested and it was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The sc1-cap and reservoir locked properly into reservoir compartment during testing. The pump powered up properly after battery installation. The pump passed the self test. Pump communicated properly with test guardian link (3) transmitter. Pairing successfully. No bluetooth communication anomaly noted. The pump was received with a pump error 37 alarm during rewind due to a corroded motor home switch. Pump¿s history and trace files downloaded successfully using thump software. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1, motor and vibrator assembly noted. The pump was received with minor scratches on lcd window, cracked keypad overlay and scratched case. In summary, customer alleged no com pump to xmtr was not confirmed. The pump was able to pair with transmitter and pairing was successful. Pump error 37 alarm was found during testing due to corroded motor home switch. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.